Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the device. Abbott technical support was contacted and suggested that the undersensing was functional due to the patient's intrinsic rhythm. No intervention was performed.